Event description:
The customer reported 1104 backup alarm failed code. It was unknown how the issue was found. No patient or user harm was reported. The customer spoke with a remote service engineer (rse), and they discussed troubleshooting of the 1104 error code. The customer was provided with the part numbers for the pcba, power management (pm) pcba, and the cpu. Discussed replacement of the pm pcba if 1104 is a hard failure. Discussed replacement of the cpu if 1104 code is intermittent. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that there was no patient involvement at the time of the event. The customer sent the ventilator to a 3rd party to repair after confirming the backup alarm failed error was present in the error log.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/12/2022, 09/01/2022 and 10/02/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.